Event description:
It was reported to philips that the device's keys were not working properly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.